Manufacturer narrative:
Investigation summary. Catalog 442023. Batch no. 4032374. Customer reported a false positive defect. Neither photos nor returned good samples were received. Bd was unable to reproduce customer experience with the bactec product. A false positive response was not observed when retention samples were tested. Batch history records were reviewed, and all testing were within specification for product release. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Users are cautioned in the package insert under limitation of the procedure: a gram-stained smear from a culture medium may contain small numbers of nonviable organisms derived from media constituents, staining reagents, immersion oil, glass slides, and specimens used for inoculation. In addition, the patient specimen may contain organisms that will not grow in the culture medium or in media used for subculture. Such specimens should be subculture to special media as appropriate. Complaint is unconfirmed based on retention samples and batch history record review results. No correctives actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigation process.

Event description:
It was reported that when using the bd bactec¿ plus aerobic/f culture vials (plastic), there was one occurrence of a molecular false positive. No patient impact reported.

Manufacturer narrative:
E.1 initial reporter facility name: (B)(6) . G5: PMA/510(k)#: k222591. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that when using the bd bactec¿ plus aerobic/f culture vials (plastic), there was one occurrence of a molecular false positive. No patient impact reported.